Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) delivery system (ds) exhibited a weakness in the curve shape when "torquing" the distal part of the ds in a small ventricular cavity anatomy. Several attempts were attempted to pass through the tricuspid valve and position on the ventricular septum, and with gently twisting the ds was deformed, making it impossible to continue the implantation. The leadless ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.